Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter got caught on furniture and tore the patients urethra, causing bleeding and pain. The patient went to the hospital were they deflated the balloon and removed the catheter with no injury. The hospital replaced the patient's catheter and also performed a cystoscopy.

Manufacturer narrative:
The device was not returned for evaluation. The reported event was inconclusive due to no sample being returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities." (B)(4. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device discarded.